Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged hot battery could not be verified; the alleged charging issue was confirmed.

Event description:
It was reported that the pump became hot to touch while charging and subsequently, pump battery would not charge. There were no pump alerts or alarms. Customer's blood glucose was 250 mg/dl. Customer continued to use pump for insulin therapy.